Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip was bent and there was a hole at the pebax. The device was connected to carto 3 system, and it was recognized. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The hole in the pebax could be related to the force sensor error reported by the customer; the complaint was confirmed. The potential cause of the pebax damage and the bent tip could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; the instruction for use of the device contain the following recommendations: zero the contact force reading following insertion of the catheter into the patient. The tip electrode and all four ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Variations in the force reading at the same rate as the cardiac or respiration cycle may indicate contact with cardiac structures. When these markers indicate the catheter tip is not in contact, the reading can be zeroed. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that alert code 106 occurred after the catheter was plugged into carto 3 system and before first ablation as the tip threaded through distal end of sheath (distal exit). A second device was used to complete the operation. There was no adverse event reported on patient. The catheter was not used in patient. The customer's reported force issue (error 106) is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 21-jan-2026, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax. This finding was reviewed and assessed the ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.